Manufacturer narrative:
Concomitant medical products: dtmb1qq ICD; 439878 lead; 407645 lead, implanted: (B)(6) 2018. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) with appropriate shocks from the cardiac resynchronization therapy defibrillator (crt-d). Medication was administered and a ventricular tachycardia (vt) ablation was done. The device is still in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the issue is resolved.